Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure with a right oophorectomy, the probe tip broke off inside the pt. The physician was unable to locate the broken probe. However, it was later located inside the pt by x-ray. It is unk at this time if the probe tip was retrieved. Multiple attempts were made to gather add'l info with no success. Additionally, olympus was informed that there was no pt injury reported and the pt is in stable condition. The procedure was successfully completed using a different, but similar device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info or if the device is received at a later time, this report will be supplemented.